Manufacturer narrative:
Per the clinic, the patient experienced an infection at incision and over implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.